Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient felt unwell and went to a clinic. There was a suspicion of sepsis but it was not confirmed. The patient was hospitalized on an unknown date. The patient also had stoma site redness and green discharge. On (B)(6) 2021, a stoma swab was taken, with results pending. The patient was treated with unknown intravenous (IV) antibiotics for the infection.